Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported slda and poor imaging are due to challenging patient anatomy. The reported off-label use was associated with the mitraclip being used on the tricuspid valve. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a patient presented with grade 4 functional tricuspid regurgitation (tr), leaflet restriction due to functional tethering, and heart rotation for a triclip procedure. Despite implanter experience and multi-modal imaging (transesophageal echocardiography (tee) and intracardiac echocardiography (ice)), leaflet insertion was difficult to ascertain with complete certainty due to challenging patient anatomy and poor imaging windows. A single leaflet device attachment (slda) occurred. The septal leaflet was detached. Per the physician, the slda was caused by the patient's anatomy. To stabilize the slda, two additional clips were implanted. The tr was reduced to grade 3.